Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2017, which appeared visually negative for the (B)(6) 2017 blood sample when run on both (B)(6) 2017. The instrument test wells for the other blood sample from (B)(6) 2017 were visually positive.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2017.